Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance due to insulation anomaly. The lead was capped and replaced. There were no complications to the patient during or after the procedure.